Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise as soon as it was connected. During the implant, the rv lead was believed to likely to cause inappropriate shock so another lead was used. As the patient became more unstable, the physician opted to complete the left bundle branch implant in a secondary procedure which was completed successfully. There were no additional adverse patient effects reported.